Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had an elevated lactate dehydrogenase (ldh) and the patient's pump speed was increased from 9600 rpm to 10200 rpm. As of (B)(6) 2014, the patient's highest ldh was 715. The patient was administered IV heparin and IV lasix. The patient is being monitored to make sure she does not become dehydrated. The patient's inr was 1.6 and partial thromboplastin time (ptt) was 48 (new normal according to their lab). Currently the patient's pump speed is back at 9600 rpm. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.